Manufacturer narrative:
Additional information: if explanted, give date: not applicable - iol explant scheduled for (B)(6) 2017, but has not been confirmed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient had an uneventful phacoemulsification with symfony iol insertion on (B)(6) 2016 for her right (od) posterior subcapsular cataract. Although the patient has 20/20 distance and at least 20/30 near vision without correction, she cannot tolerate the dysphotopsias of glare and halos, especially at night. The symptoms were improved using alphagan and pilo 1 % drops, but was not satisfactory enough for her. The physician noted that the patient has large pupils (at least 6mm). On (B)(6) 2017 patient requested for explantation of the iol and replacement with a zcb00 monofocal iol. The physician scheduled the lens explant to be performed on (B)(6) 2017, but has not yet confirmed if the explant took place.

Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.